Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced an image issue, the image switches on and off intermittently. The issue was found during sedation with device outside of patient for an examen procedure and was completed using a surgical technique. No patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of camera unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor contact of camera unit due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.